Event description:
It was reported, the camera head could not get a clear image and flickered continuously. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head could not get a clear image and flickered continuously. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.